Manufacturer narrative:
The third party service agent returned the removed main keypad assembly to physio-control for evaluation. Physio further examined the removed main keypad assembly in a test device and was able to verify the reported issue, observing that it would shock intermittently. Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy. Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally. Physio determined that the cause of the reported issue was that the shock button was out of tolerance due to high resistance.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue.  The third party service agent will replace the main keypad assembly and after proper device operation is observed, the device will be returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that their device did not deliver defibrillation energy when the shock button was pressed. The customer indicated that this issue occurred during testing and the service indicator became illuminated following the attempt to deliver the defibrillation shock. The device had logged an event code related to the inability to deliver defibrillation energy. There was no report of any patient use associated with the reported issue.